Event description:
It was reported that on (B)(6) 2025 (friday), a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The sizing of the device was determined by transesophageal echocardiogram (tee) and angiography. The landing zone measurements were 24-28mm. During procedure, the v\ left atrial pressure was 11-12mmhg and fluids were given. There was some difficulty with implanting the device due to the angle of the puncture was difficult during the anatomy lesson. The occluder was successfully implanted after satisfying close criteria and tension test was performed. The device compression was normal. On (B)(6) 2025 (monday), on ultrasound probe showed that the occluder was embolized and noted free in the left atrium. On (B)(6) 2025 (tuesday), the explanation procedure started and the anesthesia began, the patient's blood pressure dropped sharply, and after several attempts to stabilize it, the patient died. The physician mentioned, patient developed severe pneumonia with severe sepsis over the weekend. During the night from monday to tuesday, he developed a high fever. Ultimately, the patient suffered right heart failure. The cause of death was sepsis due to patient's pneumonia and right heart failure.

Manufacturer narrative:
An event of device embolization and death was reported with patient effects of low blood pressure, fever, pneumonia, and sepsis. A medical review was completed and concluded that the reported event is procedure related and related to patient medical conditions. Not related to a device malfunction. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause for the reported device embolization and death with patient effects of low blood pressure, fever, pneumonia, and sepsis could not be determined. A surgical intervention was a result of case-specific circumstances, as the device was planned to be removed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025 (friday), a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The sizing of the device was determined by transesophageal echocardiogram (tee) and angiography. The landing zone measurements were 24-28mm. During procedure, the v\ left atrial pressure was 11-12mmhg and fluids were given. There was some difficulty with implanting the device due to the angle of the puncture was difficult during the anatomy lesson. The occluder was successfully implanted after satisfying close criteria and tension test was performed. The device compression was normal. On (B)(6) 2025 (monday), on ultrasound probe showed that the occluder was embolized and noted free in the left atrium. On (B)(6) 2025 (tuesday), the explanation procedure started and the anesthesia began, the patient's blood pressure dropped sharply, and after several attempts to stabilize it, the patient died. The physician mentioned, patient developed severe pneumonia with severe sepsis over the weekend. During the night from monday to tuesday, he developed a high fever. Ultimately, the patient suffered right heart failure. The cause of death was sepsis due to patient's pneumonia and right heart failure.